Event description:
One way valve in the vent line was in backwards. This was not noted until patient was on bypass and vent not working properly. The valve was removed and replaced; however, air got into the coronaries and the patient was placed on bi-vad support to wean from cardiopulmonary bypass (cpb).